Manufacturer narrative:
Correction: please retract this report [2017865-2021-35599], the same event was previously reported as [2017865-2021-35992].

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was experiencing high threshold capturing issue. Patient presented for a revision procedure, but upon device check threshold values were returning to normal. No intervention was completed. Patient was stable prior and after the interrogation.